Event description:
Additional information was stated that the cause of the event was unknown. It was stated that there were no abnormal impedances reported. It was noted that the patient did not require hospitalization and had not injury. It was stated that the patient had not contacted their health care provider.

Event description:
It was reported that there was a shocking or jolting sensation. The patient reportedly felt an acute pain down the left side of the buttock "following an implant." It was stated that the patient's status was undetermined. It was noted that the patient turned down stimulation when she felt the shocking sensation, which helped but then her symptoms of incontinence returned. The patient reportedly did not feel shocking sensations on program 1, and it was indicated that the device somehow had switched from the original program 1 to program 2. It was later reported that the patient was still having concerns with her device or therapy, but was scheduled to work with her doctor or manufacture representative on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3093-28, lot# v999673, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v999673, implanted: (B)(6) 2012, product type: lead. (B)(4).